Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that at a reprogramming session to capture the patient¿s pain better. Impedance measurements were noted to be high, electrodes 2, 3, 9, and 10 were marked as avoided and the rep reprogrammed around all electrodes but 2. There were no contributing factors identified. In the end, the patient was satisfied with the pain coverage and surgical intervention was not planned. There were no further complications reported or anticipated.